Manufacturer narrative:
Patient information is not available for reporting. This report is for (1) unknown 5.0 locking screw, part#458.9xx (length unknown). (Other): without a valid part and lot number, the UDI is not available. Patient was implanted in 2016 about (B)(6) ago, exact date was unknown device is not expected to be returned for manufacturer review/investigation. Unknown, as specific part numbers for 5.0 locking screw is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was originally implanted with a 11.0 mm/130 degree titanium trochanteric fixation nail (tfn) left, a 11.0 mm titanium helical blade, and an unknown 5.0 mm locking screw on an unknown date on about six to eight months (6-8) ago to repair a left femur fracture. On (B)(6) 2016, the patient was returned to the operating room in to remove the devices after it was identified that the patient presented with a non-union. The complained devices were successfully removed and the patient was implanted with a 6 hole dynamic hip screw (dhs) and an unknown number of unknown screws. The surgery was successfully completed without any surgical delay and no adverse events were reported against the patient. This is report 3 of 3 for (B)(4) for (1) unknown 5.0 locking screw.